Manufacturer narrative:
(B)(4). The customer reported unable to acquire a 12 lead ECG v3. There was no reported pt involvement. The mrx was evaluated at philips and found the block connector ECG was slightly worn. The block panel was replaced to resolve the problem. Device past all performance assurance testing and was returned to the customer

Event description:
The customer reported unable to acquire a 12 lead ECG v3. There was no reported pt involvement.